Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation unable to determine the conclusive cause for the reported difficulty; however, the subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. The sheath was upsized to greater than 8.5f and the evar procedure was completed. Reportedly, when the non rail suture of the first device was pulled, it tightened the knot not making it possible to advance the knot. The knot of the second device worked properly but was not sufficient to close the access site. Hemostasis was achieved via cut down. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.